Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, lot #: 15621255, description: next generation anchor kit -sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.